Event description:
Patient presented back to the physician with an infection at the neck incision. Physician brought the patient into the or, made an incision at mid chest, cut the stimulation lead body, removed the stimulation body including cuff, and closed. Physician prescribed antibiotics after the procedure.

Event description:
Patient presented back to the physician with an infection at the neck incision. Physician brought the patient into the operating room, opened the neck incision, flushed the area with antibiotic solution, tucked the stimulation lead deeper, packed the wound with antibiotic dressing, and closed.

Event description:
Patient presented to the emergency room physician with pus at the neck incision. Physician suspects infection and prescribed antibiotics.